Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. The customer has indicated that the event electrode pads were discarded and they are not available for eval.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.